Event description:
It was reported that during an insertion of a helical blade and coupling screw, the interface of the knob tinulated shaft broke. The instruments were replaced and the treatment was successfully completed. He reported that the shaft broke midway inserted. A back-up set was available and the procedure was started again. The sales consultant reported that the surgeon hit the blade insertion sleeve with the mallet and made contact with the compression nut and the blade was stuck in the sleeve. The treatment was successfully completed with no patient injury and with a 15 minute delay in surgery. No further information was provided. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested. Placeholder.

Manufacturer narrative:
A manufacturing evaluation was conducted and it states that the buttress nut will not come off blade guide sleeve due to damage on the threads and the threads of the blade guide haves small chunks missing from it in different places. The un-threaded portion of the guide has small nicks and marks. The complaint issue is due to an unknown cause. The instrument conformed to dimensional specifications at the time of manufacturing. The material of the guide was determined to be within specifications. The threads on the blade guide could not be inspected due to damage on the first threads. Based on the specifications at the time of the original manufacturing, the unknown root cause, and this complaint is deemed indeterminate from a manufacturing position. A review of the device history review indicates that the manufactured to specifications.

Event description:
This is report 3 of 3 for complaint (B)(4).